Event description:
It was reported that the ventilator failed internal leakage ,pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test, safety valve test and internal leakage test during the pre-use check. Identification of issue has been done by analyzing problem description and service report. Device logs were not available for further analysis. It was detected that control printed circuit board (pcb) was faulty and the replacement was required. No parts have not been returned for further analysis, therefore the root cause for the reported problem has not been determined.

Event description:
Manufacturer ref.#: (B)(4).